Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® single use holder was not staying on properly and was popping off the blood culture bottle. No report of exposure, injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. During sample analysis the devices were activated and it functioned normally. However bd swindon confirms that the stop tabs are bent for 17 devices. The manufacturing line for this product is no longer in bd-swindon. It has been transferred to another bd site. As this line is not operational currently and still under validation, a similar line was reviewed. It has been observed that this issue could not have happened at the suppliers or before assembly as there is a camera where the stop tab on the body component is checked before the assembly, and this is able to detect this kind of failure. It is likely that the issue has occurred during or after assembly of all the components. However bd-swindon has produced over 200 batches and this is the first reported complaint of this nature. The other bd site also have never had reported incidents of this nature on the similar manufacturing line. Batch history record review did not indicate of any issues related to the problem statement. There is potential that the devices could have been damaged during customer assembly at the loading phase. However this is beyond the scope of bd swindon. The customer has not complained of finding unused samples with bent stop tabs in trays prior to being loaded onto the assembly line. The total number of parts affected are not determined by the customer for the affected batch 7250250 therefore the defect rate will be calculated on the number of samples received in a full batch of final product.

Event description:
It was reported that bd vacutainer single use holder was not staying on properly and was popping off the blood culture bottle. No report of exposure, injury or medical intervention.